Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 57-year-old male patient, the device inappropriately shutdown and then would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was verified and attributed to the user not managing the device in accordance with zoll recommendations. The returned battery was identified to be depleted. A review of the device log indicated the device was powered off without electrodes attached. Which means it's not rescue ready and will present a red x and an audible alert that attention is needed. While in this state the device will not perform automated self tests to ensure the device is clinically ready. The AED pro operator's guide (9650-0350-01 rev m) advises users to pre-connect unexpired defibrillation electrodes while the device is being deployed so it is ready to be used. The AED pro operator's guide also advises users to keep a fully charged spare battery pack with the device at all times, periodically check the ready indicator to ensure that it displays a green check, and before/after each clinical use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.